Event description:
Overdelivery noted by equipment tech during routine pump testing between pt use. The pt that had just returned the device did not report any problems with the pump. During testing, the pump consistently delivered 8 ml when the expected delivery amount was 2 ml.